Event description:
Contrast injector malfunctioned. Upon restarting the injector, it began injecting the preloaded 125ml omnipaque 350 without warning on its own at a very high injection rate (probably around 10-15ml/sec).